Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors had fluid leakage from an unspecified location. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. H4: the lot 20d024 was manufactured on (B)(6) , 2020 ¿ (B)(6) , 2020. H4: the lot 20n002 was manufactured on (B)(6) , 2020 ¿ (B)(6) , 2020. H10: two actual samples were received for evaluation; one sample from lot # 20d024 and one sample from lot # 20n002 (the lot was initially reported by the customer as unknown). Visual inspection using the naked eye revealed fluids inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be a slightly untightened blue winged luer cap. A functional leak test was performed by filling the devices with green colored water and manually tightening the blue winged luer cap. After fill and prime, no signs of a leak were observed from the devices. No evidence of fluid was found inside the housing. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.